Event description:
A patient telephoned the american red cross on the 5th april 2001 and reported that pt had experienced a lot of pain and redness where their finger had been stuck. The pt also claimed to see a foreign body, which appeared to be black in colour. The red cross advised the pt to go to a professional clinic or dr at their expense. The pt, however telephoned the red cross again and explained that pt had decided not to visit a clinic or doctor and further claimed to have removed a sliver of steel from their finger using a pair of tweezers.